Manufacturer narrative:
Concomitant products: 402358 lead, implanted (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited fluctuating thresholds. High and fluctuating impedances were also noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.